Event description:
It was reported the device was in back up mode. It was noted the patient had undergone an MRI with the device being programmed into MRI mode. Technical support was contacted and recommended reprogramming. The device was reprogrammed. The patient was stable.